Manufacturer narrative:
Device is combination product. A synergy ous mr 3.00 x 32mm stent delivery system (sds); catheter was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the mid and distal sections of the stent with struts lifted. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 3.00 x 32 synergy drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.